Event description:
It was reported that during implant attempt, the lead was not used due to positioning difficulty. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found; full lead returned. The helix was distorted/bent and there was blood observed in/on the helixl/lobe mechanism.